Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted an open foil pouch (ref: vlocl0326, lot: a4l1614vy), needle and suture were shown. The suture was broken and frayed in the barbed section. The visual inspection of the returned product noted one suture and one needle. The needle was returned attached to the suture. The suture was returned broken at the base of a barb, 15 3/8 inches from the needle attachment point. The measurement was taken with an aluminum rule, calibrated asset nh02505. The foil pouch was inspected and identified no signs of damage or abnormalities. Functional testing found that the product was returned open and no sealed samples were returned, a tensile strength test could not be performed. The tensile strength of absorbable sutures may be affected by degradation of the suture and/or damage during use after the product has been opened and may impact the validity of any test results. It was reported that the thread broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic-assisted myomectomy, during closure of the uterine fibroid cavity, five minutes into the procedure, the thread broke. A new suture was opened within 10 minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.